Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed there was a crack on the battery compartment in the middle stabilizer surrounding, a degraded downstream occlusion (dso) seal and small scratches on lens. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log indicated some system faults with error 41541. Functional testing was unable to duplicate the customer reported issue. The investigation determined that the cause of the issue was an intermittent failure, most likely due to the main board. The main board and dso seal were replaced.

Event description:
It was reported that the pump had the error code 41514. Per reporter, the event occurred during testing. There was no patient involvement and no adverse event reported.